Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the patient adapter and the tubing/bushing. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing/bushing is a friction fit and not a solvent bond; therefore, a strong tug on the patient adapter or tubing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and tubing of a peritoneal dialysis (pd) transfer set. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.